Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug was returned and is properly seated in mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed sensor plug assembly and inspected sensor plug assembly; no issue was observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. No further investigation is required.

Event description:
A mother called abbott diabetes care on behave of a customer (7-year-old son) and reported customer receiving low reading issues with the use of an adc freestyle libre sensor compared to a built-in precision meter. No symptoms or comparative readings were reported however, the customer¿s mother administered ¿sugar¿ based on sensor results. On (B)(6) 2019 the customer experienced unspecified hypoglycemia symptoms and mother checked customer insulin using an insulinx device, but no results were provided. The customer¿s mother orally administered glucose (dose unknown) as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother called abbott diabetes care on behave of a customer ((B)(6)) and reported customer receiving low reading issues with the use of an adc freestyle libre sensor compared to a built-in precision meter. No symptoms or comparative readings were reported however, the customer¿s mother administered ¿sugar¿ based on sensor results. On (B)(6) 2019, the customer experienced unspecified hypoglycemia symptoms and mother checked customer insulin using an insulinx device, but no results were provided. The customer¿s mother orally administered glucose (dose unknown) as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.